Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient's implant had worked its way to the surface within 30 days of having it implanted on (B)(6) 2015. They also stated that they were having other medical problems, which they didn't know if they were related to the device. These medical problems began in (B)(6), 2016. They were going to follow-up with a healthcare professional (hcp) to address the issues. It was also reported that the patient recently had an allergy test and found out they were allergic to nickel and cobalt. They were going to follow-up with the hcp on potential allergic interactions with this material. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.